Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy are ongoing. Any new information relevant to the reported event will be provided in a follow-up report. At the time of this report, no components or additional information have been provided to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 20-jan-2026 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc on 22-jan-2026. It was reported that the patient was hospitalized to transition onto the remunitypro system. On (B)(6) 2026, the remunitypro systems intended for the patient reportedly functioned well; however, on (B)(6) 2026, both systems reportedly alarmed and would not complete the self-test. It was further reported that on (B)(6) 2026, the patient's daughters visited and unplugged and used the remotes, pumps, and batteries. Two replacement systems were requested. It was further reported that the patient continued to receive remodulin via their cadd ms3 device while inpatient and had not yet started therapy on the remunitypro system at the time of the event.